Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rqvf, implanted: (B)(6) 2015, product type: lead.(B)(4).

Event description:
The consumer reported experiencing pain in their back, in the area of the implanted device, and on the soles of their feet. The consumer wanted to make an appointment with the healthcare provider (hcp). It was noted that the patient was in the hospital. Cause, troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use include gastrointestinal/pelvic floor and urinary dysfunction.